Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery and the customer experienced high blood glucose. Customer's blood glucose at the time of the incident is unknown. Reading at the time of the call was 515 mg/dl which they treated with manual injections. Mother stated the customer started having high blood glucose on (B)(6) 2015. They declined to heck for site, set or insulin issues. They also declined to check the settings and perform the high pressure test. Mother mentioned the tubing had white marks from where it twisted. They were advised to change the entire infusion set and reservoir.